Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging an inaccurate high result on the subject meter of "120 mg/dl" compared to "40mg/dl" on an unknown meter, performed within 30 minutes of each other at 8:30am on (B)(6) 2016 . This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria. Although the patient alleged symptoms of "dizziness" prior to obtaining the alleged inaccurate result, this symptom does not meet lfs's serious injury criteria and, as such, there was no indication that the product caused or contributed to an adverse event. The patient denied receiving any treatment for her symptoms.